Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the laparoscopic colon procedure, the stapler was fired and successfully cut the tissue; however, the staples did not form the proper b-shape and remained straight. It was also noted that the staple line was in complete as a result, the surgeon had to perform additional manual suturing. Additionally, it was noted that the surgery was converted from laparoscopic to open and the surgical time was extended for more than 30 minutes as a result.